Manufacturer narrative:
Investigation summary: it was performed the DHR, maintenance records, and quality notifications was performed and no deviation was found for this lot. The photo sent by the customer was analyzed and the reported incident could not be observed. The retention samples for the batch involved were also evaluated and no quality deviations were identified, and the root cause for the incident was determined. Thus it is not possible to confirm the complaint. The incident identified from this complaint will be monitored for trend assessment.

Event description:
It was reported that the bd plastipak¿ luer slip syringe barrel was cracked. The following information was provided by the initial reporter, translated from portuguese to english: "when opening the package, it was identified that the syringe is cracked."